Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, it was observed that one heartstring seal had not unraveled completely. The seal was removed without damaging the anastomosis. No patient complications have been reported.

Manufacturer narrative:
Investigation results: visual inspection verifies the seal had not unraveled completely. The complaint is confirmed.